Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient had a supratherapeutic international normalized ratio (inr). The patient was not hospitalized for the event and was treated with medication. The event was reported to have resolved on (B)(6) 2017. The primary investigator reported that the relationship of the device and patient to the incident was undeniable. The relationship to the implant procedure was deemed deniable. No further information has been provided.

Manufacturer narrative:
(B)(4). Additional information received from clinical database indicated that the patient was treated with medication. The event was deemed resolved as the patient's international normalized ratio (inr) had improved when the patient visited the hospital on (B)(6) 2017. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.